Event description:
Following a hysteroscopy, dilatation and curettage (d&c) and a novasure endometrial ablation on (B)(6) 2012, the physician did a hysteroscopy and no perforations were observed. The physician then performed a laparoscopic tubal ligation and noted "diffuse blanching across the uterine fundus and 2 small uterine perforations were seen lateral to the midline on each side of the fundus. There was oozing from the perforation sites controlled with cautery." The tubal ligation was completed. There was "no thermal bowel" injury identified. The patient was discharged home in stable condition. Approximately 18 hours later, the patient returned to the hospital with pain and was admitted. The physician performed a laparoscopy and a "2cm perforation was identified on the small bowel which was resected, followed by a reanastomosis." The patient "was brought back to the operating room on the post-operative day three for irrigation of the abdominal cavity. She subsequently did well and was discharged home on the post-operative day eight."

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).